Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block requiring a temporary pacemaker. After box isolation, and dc (cardioversion) was conducted, sinus rhythm occurred, and the heart rate decreased to about 40. Then, atrial tachycardia (at) was induced by burst, so ablation was conducted under pacing. The hr decreased to 30 with sinus of again. The rates are compared from the time of entering the room, which were low about 50bpm. After superior vena cava (svc) isolation and creation of mi were conducted, temporary pacemaker implantation was performed after case was completed without any problem and follow up was observed. The procedure itself was completed without problem. The physician commented that there was no involvement of the product in this event. Additional information was received on 03-feb-2022. It was reported that the patient¿s course after temporary pacemaker implantation was good, and that the patient was discharged without extended hospitalization. There was no significant patient medical history. Additional information was received on 16-feb-2022. The physician¿s opinion on the cause of the adverse event is that it is patient condition related. The patient outcome of the adverse event was reported as improved. No noteworthy relevant tests/laboratory data. A smart ablate generator was used. The lot number for the soundstar eco sms 8f is e8335622. Additional information was received on 22-feb-2022. The attending physician commented that since the electricity that causes the block was not applied near the bundle of his, so the product itself is not involved in this event. It was commented that there is a possibility that sinus failure occurred after isolation because of long-term persistence.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30653082l and no ninternal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 25-feb-2022. It was reported that although there was no direct failure of the mobicath device, it was registered as a concomitant product because it was inserted intracardially when the patient became bradycardic. The physician's comment did not clearly state that mobicath was the direct cause of the bradycardia, and in addition to the low bpm from the time of admission, the prolonged persistence of atrial fibrillation may have contributed to sinus failure after pulmonary vein isolation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).